Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed in the dialyzer and blood test strips tested positive. The machine alarmed. Estimated blood loss was 250cc's. Pt did not require any medical intervention. Sample is not available, sample was discarded.

Manufacturer narrative:
The device eval has not yet been completed. A f/u report will be filed upon completion of the investigation.